Event description:
Patient contacted dexcom technical support on (B)(4) 2014 and claimed that on (B)(6) 2014, upon sensor patch removal, patient was experiencing rash at sensor patch adhesion site. Patient stated that they sought medical intervention on (B)(6) 2014 and was prescribed an ointment for the rash. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient reported being fine.